Event description:
It was reported that inappropriate therapy was delivered due to noise on the lead. Several vf episodes were triggered. High impedance and high sensing thresholds were noted. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.